Event description:
Journal article reviewed revealed the following event. Pt presented with an infected nonunion of the left distal femur and was treated with operative debridement, antibiotic-impregnated polymethacrylate spacer placement, intravenous antibiotic and subsequent definitive fixation with bone grafting. Pt had 50% of the anterior cortex removed from the right femur with a 16.5 mm medullary reamer head. Pt's pre-existing osteoporosis and thinning of the anterior femoral cortex concerns arose about post operative iatrogenic fracture. Pt underwent prophylactic nailing of the right femur. Pt had an uneventful post operative course for the nailed right femur. This is five of six reports for this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Journal article: complications associated with negative pressure reaming for harvesting autologous bone graft: a case series: j orthop trauma. Vol. 24, number 1, jan 2010, pgs 46-52: gregory j. Della rocca md, phd, yvonne md, frank a. Liporace liporace md, michael d. Stover md, sean e. Nork md, and brett d. Crist md. Synthes is unable to provide the manufacture, PMA/510k number and/or the date of manufacture without a part/lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot or part number was provided.